Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the dissection is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from canada by our edwards lifesciences affiliate, an aortic dissection was observed after implant of a 23mm sapien 3 ultra resilia valve in the aortic position using a commander delivery system. Prior to the implant of the sapien 3 ultra resilia valve, there were two attempts to implant non-edwards valves. The first non-edwards valve embolized into the aorta, and the second non-edwards valve had difficulties crossing the first non-edwards valve. The 23mm sapien 3 ultra resilia was then prepared and deployed successfully in the optimal position. Post deployment, an ascending aorta dissection was observed. The patient was converted to surgery to repair the injury. The cause of the dissection is unknown.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under MFR report number 2015691-2024-04752. Additional information confirmed that the vascular dissection was not caused by an edwards lifesciences device. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. As such this MDR was reported in error and a corrected supplemental report is being submitted.